Event description:
New information received noted that right ventricular lead was capped and replaced on (B)(6) 2019. No further information was provided.

Event description:
New information noted that right venticual lead exhibited noise again on (B)(6) 2019. The patient was stable. No further information was provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise; insulation damage was suspected. The patient was later brought into clinic where the noise was able to be reproduced with isometrics and pocket manipulation. Programming changes were made, and the lead would continue to be monitored. There were no consequences to the patient.